Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the cause hasn¿t been determined but technical support suggested it likely correlates with coupling strength changing during the charging process. The patient was instructed to occasionally check coupling quality while charging. To rep's knowledge, this is not another ongoing issue. Patient was instructed to notify field staff if the problem persisted. Patient weight is not made available. This information is confirmed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were having issues charging their implant. Patient stated it was taking a long time to charge and it kept kicking them out of the charging 'program'. Patient had not increased their stimulation. Patient saw a representative and the representative advised the patient to call for a replacement recharger. During the call patient denied damages in the controller charging port, recharger, battery pack, and battery compartment. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed controller was 40% and implant was 60%. Patient service advised patient to continue charging their controller and to charge their implant. Agent would call patient back today to check on charging status. Agent called patient back and patient was able to charge everything to 100%. Agent advised patient to call back if the issue persisted.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep called after speaking with pt who reports that about 70% of the time that recharge their ins they have no issues and experience excellent coupling and quick recharge times from 30%-100%. Pt reports that the other 30% of the time they recharge their ins (still from 30%-100%) they note that while they still have excellent recharge quality it takes almost twice as long. The caller was not with the patient so further troubleshooting was not available. Technical services (ts) discussed letting the controller screen go to sleep during recharging sessions, as well as having the pt keep a personal log of their recharging sessions prior to upcoming meeting, and comparing to recharge diaries. Rep reports he will have pt try these things and meet with them, and call ts back if further troubleshooting is needed.  Rep. Called again and mentioned pt had longer charge times than expected. Rep. Mentioned the pt charged for 1.5 hours on 24-sept from 30-90% and then on 26-sept from 40-100% in 1 hour. Then, the pt charged for 1.5 hours a few days later and got from 30-80%. Pt other times charged 10% really quickly. Recharge quality was always excellent according to the pt. Longer charge times were intermittent. Ts discussed positioning of the recharger with the rep. And suggested the rep. Meet with the pt to check recharge diaries to compare pt perception to data stored in diaries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.